Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2010, a medical intervention on the gall bladder was performed using unipolar diathermia equipment. The device was reprogrammed in vvt prior to medical intervention. After the intervention the physician observed that noise episodes were recorded in the device memory. These episodes exhibit rvn markers with timing intervals between 250 and 125 ms. The physician requested an explanation about this behavior and short intervals.